Event description:
It was reported that during a laparoscopic giant paraesophageal hernia (50 pct repair with mesh, lysis of adhesions) procedure, the device was activated on tissue and alarm sounded. Reapplied the jaws to the tissue and alarmed again. Console advised to take instrument out of patient. It was removed from the patient & instructions were followed: cleaned instrument, tightened handpiece and tested handpiece. Still alarmed advised to replace handpiece. Put test tip on the hand piece and passed test. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for alarmed sound. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.